Event description:
It was reported by the clinician that the catheter was inserted into a female pt's internal jugular. At which time, they pressure injected through the line causing a hole in the catheter. The clinician did not know what psi was used. More info has been requested. At this point, no further details are available.

Manufacturer narrative:
This product is not intended for high pressure injection. Follow-up report will be filed if additional info becomes available.